Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. The power cord has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the central service dept for routine cleaning after clinical use. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.